Manufacturer narrative:
Good faith effort attempts were made to try and retrieve exact explant date (field d6b from section d suspect medical device). As of today, requested information has been received; therefore, an estimated explant date was entered. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) device had self-explanted from the patient. Due to this reason, the patient underwent a surgical procedure to have their icm device replaced. No additional adverse patient effects were reported. The original icm device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. It was concluded the reported clinical observations are known inherent risks for implanted devices.

Event description:
It was reported that this insertable cardiac monitor (icm) device had self-explanted from the patient. Due to this reason, the patient underwent a surgical procedure to have their icm device replaced. No additional adverse patient effects were reported. The original icm device has been returned for analysis.